Event description:
It was reported the patient received the following results within 15 minutes: a reading between 180-220 mg/dl (system 1) and 110 mg/dl (system 2). The results were obtained using the same vial of test strips.